Manufacturer narrative:
Section b3: date of death corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest could not be conclusively determined through this evaluation. The device was not returned for evaluation. The submitted controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple low flow hazard alarms were captured beginning on (B)(6) 2024, which lasted throughout the remainder of the file. The driveline was subsequently disconnected and external power was completely removed from the system controller, consistent with the reported patient outcome. The controller was then shutdown. Approximately an hour later, the controller was powered back on without the pump connected, consistent with downloading the log files. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, document #10006136, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was disconnected on 22may2024 at 13:45 as reported under the system controller, MFR #: 2916596-2024-03459.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had cardiac arrest and passed away (B)(6) 2024. Per an emergency medical staff(ems) report, the patient was walking outside and collapsed. Ems was called and cardiopulmonary resuscitation was started. The patient had low flow alarms during the resuscitation event but otherwise no device malfunction was suspected upon the initial review. Log files were submitted for review and captured aa drop in flow from baseline on (B)(6) 2024 at 1:21 pm with flow noted around 3 lpm. The flow continued to drop below the 2.5 lpm threshold resulting in low flow alarms on (B)(6) 2024 at 1:30 and became constant low flow events at 17may2024 at 1:33 p.m. With flow noted as low as 1.8 lpm.